Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
An osvii low flow lumbar valve with antechamber was involved in an incident during the insertion of a lumbar shunt. A physician tried for over 20 mins to insert the lumbar catheter over the small end of the connector during the procedure. Once the connector was cut off at almost midpoint of the connector was the connection finally made. The procedure was prolonged for 20 mins as a result of this event. The pt did not incur any injury.